Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose was 505mg/dl with no ketones. The patient was reportedly whiny and not them self. There was no additional information available for this complaint. This report is being made due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201829 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.